Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative via a healthcare provider (hcp) regarding a patient receiving dilaudid (30 mg/ml at 0.191 mg/day) via an implantable infusion pump. It was reported that the patient had a pocket site infection. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and surgery was scheduled for (B)(6) 2019. It was noted that the patient was alive with no injury. No further complications have been reported as a result of this event.